Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. Additional information was received indicating that there was no report of patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: 02oct2020 . The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the power management board. The led (light emitting diode) light was working but the "alarm led failed" diagnostic code was still present. The issue was not resolved. The fse recommended replacement of the ui assembly. The customer declined further service of the ventilator by the fse and stated that they would complete the additional repairs on their own. Three good faith efforts were made to obtain all information; however. The customer did not respond. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported a ventilator with a led failure alarm. It was unknown when this event occurred. There was no allegation of harm associated with this report.